Manufacturer narrative:
The device was discarded by the customer. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can a root cause or any potential contributing factors be identified. No actions will be taken at this time. A device history record review was completed and documented that the device met all specifications upon distribution. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. With any hemodynamic monitoring, parameters can change quickly and dramatically. In this case the cardiac output was higher than the normal range. Pressure tubing that is used with swan ganz catheters can also be a contributing factor to inaccurate values. In regards to the pressure tubing used with swan ganz catheters, it should be noted that poor dynamic response can be caused by air bubbles, clotting, excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. Hemodynamic readings should correlate with the patient¿s clinical manifestations. It is unknown whether user or procedural factors contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. (B)(4).

Event description:
It was reported that the swan-ganz catheter provided a co (cardiac output) value nearly double the normal range (4-8 l/min). There was no error message displayed. Replacing the device for another one solved the issue. There was no allegation of patient injury and the patient was not treated according to the incorrect values shown. Patient demographics were requested and not available.